Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer latch magnet was missing. A field service engineer replaced the latch to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred involving auxiliary drawer 4. The customer attempted to reboot the pyxis station through maintenance mode and by powering the unit off and back on; however, the drawer did not open. An error message indicated that the drawer had failed to stay closed. After rebooting, the drawer would not open at all, and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.